Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported. The patient condition was stable.